Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead had the tachy mode turned off and the pacing impedance was high, out of range since several months ago. Also, r wave had a low amplitude but was still sensed. There appears to be some noise on both pace/sense and shock electrogram that is not seen by the device. The ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.